Event description:
It was reported from a review of the pt's programming history that the pt's settings were altered on (B)(6) 2010. The report stated that the generator was interrogated on (B)(6) 2010 and found to be at faulted systems diagnostic settings. The pt's programming history in the in-house database was available from (B)(6) 2007 (the date of implant) to (B)(6) 2010. A review of the programming history confirmed that a faulted diagnostic test occurred on (B)(6) 2010 which resulted in the pt's setting change. The pt's programming errors were not resolved prior to the pt leaving the physician's office.

Manufacturer narrative:
Method: review of programming/device diagnostic history.